Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, t.w. Power supply was making weird noises and then stopped working.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Cancellation-duplicate complaint to onesupport (B)(4); onetrack (B)(4).

Event description:
Cancellation-duplicate complaint to onesupport (B)(4); onetrack (B)(4).